Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit under delivered. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 1/5/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the unit does not deliver the correct flow. The pump is under delivering by 10%. There was no patient incident. The unit was tested at biomed with a volume of 100ml, 3 times. All of the 3 times, the pump delivered between 85 and 90ml.